Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified tibialis anterior artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.